Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a signal loss to the ilet when using a dexcom g7 continuous glucose monitor (cgm), resulting in no glucose readings until troubleshooting was completed. Symptoms included no sensor glucose data. Outcomes included interruption of automated insulin dosing with no health impact. User support included guided troubleshooting and user education, including toggling g7 connectivity off and on, restarting the sensor, and re-pairing with the provided pairing code, after which the sensor successfully paired. Investigation of this case revealed a communication disruption between the cgm and the ilet that was resolved through re-pairing and sensor restart, consistent with transient connectivity issues rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interruption resolved by standard troubleshooting.